Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. G2- additional information. H4 - added information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus presumed that cm board failure was the cause. Root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center's front panel lights were all on and none of the buttons were responsive. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.